Event description:
The struts at the proximal crown of the biodivysio 2.5 x 10 mm coronary stent were damaged. It was reported that the stent would not cross during an elective procedure to an unspecified lesion. There was no report of an adverse patient event. Upon further investigation the customer was unable to provide additional information.